Event description:
The report co received from the field indicated that during a pta to the sfa, the marker bands were not present on the balloon. Therefore the physician was unable to adequately visualize the balloon under flouro. The balloon catheter was removed from the pt with no loss of wire position. The procedure was successfully completed with another pta catheter of unk make and size. There was no report of pt injury. Requests for additional information have met with no reply to date. The product was returned for analysis, and preliminary analysis revealed the marker bands to be completely missing from the balloon catheter. It is not possible that they came off the balloon, as the balloon is intact, but it appears they were never put on during manufacture of the product.